Event description:
Caller reported experiencing a cartridge alarm 20 during the pumping process on february 8, 2026, which was resolved after changing and reloading the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support decided to send a replacement pump to the caller, providing instructions on putting the old pump into storage mode and returning it to avoid charges. Customer was informed they would receive a pump with updated software and that they would need to transfer their pump settings and connect their continuous glucose monitor (cgm) to the new device. Customer planned to continue using the current pump but was prepared to use multiple daily injections (mdi) if the alarm reoccurred.